Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-140- supplier manufacturing defect. Note: based on the post market review syr-pmr-100 and review of the FDA's total product life cycle (tplc) - total device problems, for possible delay in administration of insulin. Reference - CAPA (B)(4).

Event description:
Customer called states that the syringes hurts when she uses them and it bruises her skin. Confirmed. I will send customer replacement box of 100ct syringes. No medical attention reported at the time of the call.